Event description:
It was reported that the peel away packaging was defective. No adverse consequences were reported.

Manufacturer narrative:
The product was not returned for evaluation. Lot # details were not provided. Based on the info provided by the customer, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.